Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, on (B)(6) 2016, during a follow-up, the battery impedance was at 7.4 kohm with an estimated longevity then within 3 months. Penultimate follow-up in 2015 showed a battery impedance at 2.2 kohm with an estimated longevity more than 2 years. No changes on settings have been performed since. The device was explanted and will be returned for analysis..

Event description:
Reportedly, on (B)(6) 2016, during a follow-up, the battery impedance was at 7.4 kohm with an estimated longevity then within 3 months. Penultimate follow-up in 2015 showed a battery impedance at 2.2 kohm with an estimated longevity more than 2 years. No changes on settings have been performed since. The device was explanted and will be returned for analysis..

Event description:
Reportedly, on (B)(6) 2016, during a follow-up, the battery impedance was at 7.4 kohm with an estimated longevity then within 3 months. Penultimate follow-up in 2015 showed a battery impedance at 2.2 kohm with an estimated longevity more than 2 years. No changes on settings have been performed since. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, on (B)(6) 2016, during a follow-up, the battery impedance was at 7.4 kohm with an estimated longevity then within 3 months. Penultimate follow-up in 2015 showed a battery impedance at 2.2 kohm with an estimated longevity more than 2 years. No changes on settings have been performed since. The device was explanted and will be returned for analysis..